Event description:
It was reported that patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator(ICD) exhibited post-paced t-wave oversensing. Programming changes were performed. There were no patient consequences.